Event description:
The hosp claims that the only graft available to be implanted in a pt already on the table was three months expired. The hosp said they only had one graft of that size in inventory and they did not keep more than one graft of that size in inventory at a time. Since the package was intact and the hospital believed that the sterility and usability of the graft had not been compromised, the dr elected to implant the expired product after conferring with the sales person. The graft was then implanted into the waiting pt for a type iii aortic dissection-rupture. Postoperatively, the pt developed the following complications: hemorrhage, hypertensive renal disease, anoxic brain damage, acute renal failure, acute myocardial infarction, convulsions, pneumonia due to pseudomonas, shock, and diabetes mellitus. On 1/3/1999, the pt expired. The pt was in poor health prior to the surgery and had marfan syndrome. The family of the deceased has refused an autopsy. The dr stated that neither the death, nor any of the multiple complications, were graft-related, but were related to the pt's pre-existing condition and the procedure.